Manufacturer narrative:
The surgeon originally scheduled the patient for removal of the discover disc on (B)(6) 2021, this operation was cancelled. Revision occurred on (B)(6) 2022. The discover was removed from c5/6 and replaced with an acdf along with adjacent level c6/7. No indication as to why the superior endplate has migrated was provided. X-ray images provided confirm the reported malfunction. This information led to a determination this is a reportable event as the malfunction is likely to lead to serious injury, thus the scheduled revision surgery. Part and lot numbers could not be traced from the former ide site/facility to complete DHR review. Complaint history determined the rate of complaints is within the limits established in the device's risk assessment. The risk assessment determined the associated risks are identified within the depuy spine dram/fmea. No previous capas were initiated in relation to this complaint. Implant was returned for evaluation. The information and investigation could not determine a cause for this event of migration. The cause for the migration is unknown. This submission is for 1 of 1 devices involved in the event. This is a revision to 3007494564-2021-00084 with the additional information that surgery occurred.

Event description:
Revision was completed on (B)(6) 2022. The surgeon removed the discover implant from c5-6 and replaced it with an acdf. An adjacent level acdf at c6-7 was also completed. Surgeon reports that the surgery was a success.

Event description:
The patient received a discover artificial disc in (B)(6) 2010 as part of a (B)(6) ide study. The patient suffered a migration/expulsion of the superior plate. This loss of fixation has resulted in the patient experiencing increased symptoms including pain. The condition was described as returning to pre-implantation condition by the surgeon's office. The patient was last seen (B)(6) 2021. Imaging provided confirms the reported malfunction. Imaging and consultation has been performed. No revision surgery has been performed. There was no indication of medical intervention leading up to the revision. Revision has been scheduled for (B)(6) 2021. The surgeon plans to remove the discover implant from c5-6 and replace it with an acdf. An adjacent level acdf at c6-7 is also planned.

Manufacturer narrative:
The information provided indicates that a patient from the (B)(6) ide study for discover cervical disc has experienced a superior endplate migration. The discover disc was implanted in (B)(6) 2010 under an ide. The loss of fixation has resulted in the patient experiencing increased symptoms including pain. The patient was seen by the tending surgeon on (B)(6) 2021. At that time the surgeon scheduled the patient for removal of the discover disc on (B)(6) 2021. The discover will be removed from c5/6 and replaced with an acdf along with adjacent level c6/7. No indication as to why the superior endplate has migrated was provided. X-ray images provided confirm the reported malfunction. This information led to a determination this is a reportable event as the malfunction is likely to lead to serious injury, thus the scheduled revision surgery. Part and lot numbers could not be traced from the former ide site/facility to complete DHR review. Complaint history determined the rate of complaints is within the limits established in the device's risk assessment. The risk assessment determined the associated risks are identified within the depuy spine dram/fmea. No previous capas were initiated in relation to this complaint. No device has been returned for evaluation. As of this complaint, the device remains implanted in the patient. A follow up submission will be completed once the scheduled revision takes place on (B)(6) 2021. The information and investigation could not determine a cause for this event of migration. The cause for the migration is unknown. This submission is for 1 of 1 devices involved in the event.